Event description:
It was reported that the patient experienced more difficulty speaking and breathing while stimulation is turned on. The patient had violent aspirations and brain shocks after a lead came loose on (B)(6) 2011. The patient stated that they did not fall or experience any trauma that could have contributed to this event. The patient said he went to see his physician on (B)(6) 2011 at which time the physician turned stim off. The patient lost his hearing in his right ear. He went to see a physician in (B)(6) who gave him steroids which he took every 4 hours for 48 hours. The patient's hearing returned after taking the steroids. The patient had reprogramming on (B)(6) 2011 to which he left the patient to use only one lead. After the reprograming the patient felt that he had more difficulties speaking and had more saliva when stim is on. The patient stated that when he went to a sleep apnea study about 8 weeks ago he started to choke when sleeping, but he was not sure this is related to the device. Due to patient's difficulty breathing his physician had given him a nebulizer which made the patient jumpy. The patient also had a pacemaker and defibrillator. The patient stated the lights were showing stim was on, and ins and 9v are in good condition, and that he had no further issues to report at that time. Additional information received indicated that the patient was still having concerns about this device, but was working with his physician to resolve them.

Event description:
Additional information received reported that the patient was still having concerns regarding his device or therapy but that he was working with his doctor or manufacturer representative. It was also reported that the 0 port was disconnected. Further information received reported that on (B)(6) 2011 he got a shock in the brain and it caused ringing in his head like a door bell. In response, his physician switched the patient from port 0 to port 3, but it caused the patient to have tremendous saliva and speech problems. Since switching to port 3, the patient was 50% better than before and his et (essential tremor) was under control, but it was worse than prior to the 0 contact being broken, which was determined by x-ray. The patient was also having difficulty writing. The patient had seen his physician 4-5 weeks ago and was directed to contact his physician regarding further reprogramming or surgical intervention.

Manufacturer narrative:
Product ID 748240, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 748240, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 7436, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3387-40, lot# v002272, implanted: (B)(6) 2006, product type lead product ID 3387-40, lot# j0546774v, implanted: (B)(6) 2005, product type lead. (B)(4).